Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken, underweight, broken crease fold and wear abrasion, a microscopic analysis was performed which identify crease sharp broken in the posterior. Based on the device analysis the final assessment is: a-crease sharp broken in posterior assessed to a fold flaw broken. -non-penetrating nick(stress marks) missing piece of the shell assessed inconclusive.

Event description:
The device has been explanted an replaced.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.